Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmers logfile and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer displayed an error code and while being used for implant, it was dead on the settings screen. Boston scientific technical services (ts) tried restarting the programmer, however, it was still on the same dead spot. This programmer was out of service. No patient involvement.